Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. Patient was discharged home and then readmitted to the hospital for gi bleeding. Onset of bleeding was on (B)(6) 2018. Esophagogastroduodenoscopy (egd) was performed and a normal esophagus was found where gastric antral vascular ecstasia was found without bleeding which was treated with argon beam coagulation. It was reported that patient may have had other sources of bleeding such as small bowel arteriovenous malformations (avms). Duodenum was examined normal. Inr goal was modified during bleeding event. Patient was increased to status 3 on transplant list and was transplanted on (B)(6) 2019. Device will not be returned.